Event description:
It was reported that the device failed the accuracy test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was missing. The customers problem was confirmed. Running three accuracy tests, the pump was found to be slightly overdelivering to the manufacturing specifications. Customer problem was confirmed in that all three delivery accuracy tests performed was over delivering, outside of the manufacturing specifications. Expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.